Event description:
Customer reported an issue with updating time and personal settings, which led to a blood glucose level of 40 mg/dl. Customer consumed carbohydrates to address the low blood glucose level and did not require third-party assistance or experience any loss of consciousness or injury. Technical support assisted the customer in updating the correction factor settings and advised to consult with a healthcare professional when making such changes.